Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort and a spontaneous increase in volume on the right penoscrotal side, without any identifiable cause. The patient consulted a urologist, who prescribed antibiotics and anti-inflammatory medication. Later, the patient attempted to activate the prosthesis but was unsuccessful. Upon follow-up, the physician confirmed that the device could neither be inflated nor deflated. Magnetic resonance imaging (MRI) revealed no fluid in the reservoir due a leak from some connection. As a result, the device was explanted and replaced. No further patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested; visual inspection revealed internal contamination that prevented functional testing, and the pumps kink resistant tubing (krt) was worn down to the filament, though no leaks were identified. The cylinders were visually inspected and leak tested: the first cylinder had a hole at the krt adaptor junction consistent with sharp instrument damage, resulting in leakage, while the second cylinder had a hole from fatigue and a pinhole in the proximal end caused by a sharp instrument; after trimming the tubing for testing, the second cylinder passed the leak test. All four rear tip extenders passed visual inspection with no abnormalities. The reservoir was visually inspected, and leak tested with no anomalies observed, and a returned window quick connector also showed no abnormalities. The patient symptoms of discomfort and swelling were found to be listed in the IFU. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the reported clinical observation of deflation issue, and inflation issue could not be confirmed; however, the cylinder not passing the leak test could affect product performance. Additionally, the allegation of a connector fluid leak was confirmed, as the cylinder tubing exhibited a fluid leak caused by fatigue.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort and a spontaneous increase in volume on the right penoscrotal side, without any identifiable cause. The patient consulted a urologist, who prescribed antibiotics and anti-inflammatory medication. Later, the patient attempted to activate the prosthesis but was unsuccessful. Upon follow-up, the physician confirmed that the device could neither be inflated nor deflated. Magnetic resonance imaging (MRI) revealed no fluid in the reservoir due a leak from some connection. The device remains implanted, and revision surgery is planned. No further patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort and a spontaneous increase in volume on the right penoscrotal side, without any identifiable cause. The patient consulted a urologist, who prescribed antibiotics and anti-inflammatory medication. Later, the patient attempted to activate the prosthesis but was unsuccessful. Upon follow-up, the physician confirmed that the device could neither be inflated nor deflated. Magnetic resonance imaging (MRI) revealed no fluid in the reservoir due a leak from some connection. As a result, the device was explanted and replaced. No further patient complications have been reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4).